Event description:
Knee revision due to patient complaint of anterior knee pain. Some minor scratching apparent on surface of mbt tibial implant.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undeterminable, it is not possible to say what caused the damage noted on the parts or why revision was required. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.